Manufacturer narrative:
The customer performed a visual inspection of the samples and no abnormalities were found. The field service engineer found a leak at the cell rinse mechanism. He replaced the cell rinse mechanism tubing, gear pump, and the reaction bath degasser assembly. The customer performed calibration and qc. The investigation is ongoing.

Event description:
The initial reporter received questionable ca2 calcium gen.2 and hdlc4 results for 11 patients tested on a cobas 8000 c 702 module. The initial results were reported outside the laboratory. For calcium, the customer reported the moving averages alarmed, and the customer performed repeat testing with the samples on a different c 702 module. The customer confirmed calcium qc was acceptable on (B)(6) 2022. For hdl, the samples were automatically repeated on the same c 702 module. On (B)(6) 2022, patient 1's initial calcium result was 7.6 mg/dl. The patient's repeat calcium result was 9.6 mg/dl. On (B)(6) 2022, patient 2's initial calcium result was 7.4 mg/dl. The patient's repeat calcium result was 9.4 mg/dl. On (B)(6) 2022, patient 3's initial calcium result was 7.6 mg/dl. The patient's repeat calcium result was 9.4 mg/dl. On (B)(6) 2022, patient 4's initial hdl result was 137 mg/dl. The patient's repeat hdl result was 63 mg/dl. On (B)(6) 2022, patient 5's initial hdl result was 120 mg/dl. The patient's repeat hdl result was 42 mg/dl. On (B)(6) 2022, patient 6's initial hdl result was 106 mg/dl. The patient's repeat hdl result was 59 mg/dl. On (B)(6) 2022, patient 7's initial hdl result was 129 mg/dl. The patient's repeat hdl result was 55 mg/dl. On (B)(6) 2022, patient 8's initial hdl result was 113 mg/dl. The patient's repeat hdl result was 50 mg/dl. On 19-apr-2022, patient 9's initial hdl result was 114 mg/dl. The patient's repeat hdl result was 54 mg/dl. On 19-apr-2022, patient 10's initial hdl result was 119 mg/dl. The patient's repeat hdl result was 44 mg/dl. On (B)(6) 2022, patient 11's initial hdl result was 122 mg/dl. The patient's repeat hdl result was 63 mg/dl. The customer determined the repeat results were correct. The hdl reagent lot number was 626122 with an expiration date requested but not provided. The calcium reagent lot number was 608144 with an expiration date requested but not provided.

Manufacturer narrative:
The investigation reviewed the customer's calibration and qc results and the results were within the acceptable range. The investigation reviewed the system's alarm trace and found abnormal aspiration, sample short, and reagent short alarms. These alarms are indicators for possible sample quality issues. After service, no further issues were reported. The investigation determined the service actions resolved the issue.